Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the last time the patient saw the doctor, the doctor told the patient to check the implant more because the device was sucking the battery, and the patient just got around to checking the device today. An elective replacement indicator (eri) was seen on the patient programmer (eri). Patient was redirected to the doctor for further steps. No symptoms were reported.